Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, the patient underwent spine fusion surgery (from a posterolateral approach) from the thoracic to the lumbar region of her spine from t4-s1, with the help of rhbmp-2/acs. It was reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the gutters and transverse processes). It was reported that patient's post-operative period began with a period of relief and has since been marked by progressively worsening back pain with radiculopathy in her lower right extremity. It was reported that the patient experienced chronic back pain in her mid to low back that intermittently radiates down her lower right leg, difficulty in walking, bending over, lifting up, and standing for prolonged periods of time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015: pre-op diagnosis: fix sagittal imbalance-status post multiple laminectomy and fusions. Procedure: exploration of posterior spinal fusion confirming solid fusion from l2 to l4. Removal of posterior instrumentation. Transforaminal lumbar interbody fusion l2-3 ,l4-5 and l5-s1. Application of biochemical intervertebral devices with titanium cages l2-3 and l4-5. Posterior segmental instrumentation t4 to s1 with a 5.5 rod. Iiiopelvic fixation using solar s2 alar iliac screws. Bilateral extracavitary approach for l3 pedicle subtraction osteotomy. Revision laminectomy l2 to l5 with foraminotomies at all those levels. Harvesting local auto graft through the same incision. Posterolateral fusion t4 to l2 with local auto graft, allograft and bmp. Per-op notes: at l5-s1, segment was very stiff, posterior facets were not fused. But surgeon think that it was fused anteriorly as surgeon could really not get that space to open up, surgeon did an interbody fusion there using more cancellous bone graft and 2mg of bmp. At l4-5 standard interbody fusion was performed. The disk opened up well, a large cage was placed anteriorly. Four milligrams total in the space followed by local autograft. After screw placement, interbody fusions were accomplished at l4 and l5. Intraoperative x-ray showed to be tipped over to the left so compression on right side was done and pelvis was pulled out proximally. Surgeon decorticated all the facet joints and applied bmp divided up on bone graft, freed facet joints, followed by local auto graft as well as allograft. On (B)(6) 2015: patient was discharged today. Final primary diagnosis: status post t5-s2 instrumented posterior spinal fusion with l3 pedicle subtraction osteotomy, l2-s1 laminectomy and tlif at l2-3, l4-5 and l5-s1. Additional diagnosis: fixed sagittal imbalance status post surgery. Spinal stenosis. Lumbar compression fractures with back and leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient presented with the following pre-op diagnosis: fix sagittal imbalance--status post multiple laminectomy and fusions (performed elsewhere). The patient underwent the following procedures: exploration of posterior spinal fusion confirming solid fusion from l2 to l4; removal of posterior instrumentation; transforaminal lumbar interbody fusion l2-3, l4-5, l5-s1; application of biomechanical intervertebral devices with titanium cages l2-3 and l4-5; posterior segmental instrumentation t4 to s1 with instrumentation system and a 5.5 rod; iliopelvic fixation using solera s2 alar iliac screws; bilateral extracavitary approach for l3 pedicle subtraction osteotomy; revision laminectomy l2 to l5 with foraminotomies at all those levels; harvesting local autograft through the same incision; posterolateral fusion t4 to l2 with local autograft, allograft, and r hbmp-2. As per op-notes, ¿they removed all of the soft tissue from the spine exposing the previous fusion mass and cleaned everything up really well. Then, tediously worked to get a revision laminectomy l2 down to l5 and on the left side at l4-5 for their interbody fusion at that segment. Surgeon tried for a transforaminal interbody fusion there, but clearly they would not be able to fit an actual spacer, so they did an interbody fusion using more cancellous bone graft and 2 mg of rhbmp-2. At l4-5, they did a standard interbody fusion cleaning that out. Being satisfied with their screw placement, they did the interbody fusions at l4 and l5, and once those were accomplished, performed the o-arm spin and checked everything. Therefore, they took down the fusion mass at l2-3 to underneath the l2 pedicle, down to the top of the l4 pedicle, removing all of the posterior elements, doing a revision laminectomy there. Then, decancellated the l3 superior vertebral body for a pedicle subtraction, removed the pedicles, and then extended this up for an extended pso up into the disk space so they could do a fusion directly from l2 inferior end plate down to the l3 body. In the cage at the disk space, we had applied 4 mg of rhbmp-2 as well as local autograft within that, too. They had irrigated multiple times throughout the procedure, they decorticated all the facet joints, etc, and applied rhbmp-2 divided up on graft, freed the facet joints, followed by local autograft as well as allograft.¿ no intra-operative complications were reported.